Event description:
It was reported the pt was not receiving effective stimulation therapy. The pt underwent surgical intervention to reposition her scs lead. Postoperative programming resulted in 80% of stimulation coverage. F/u identified the pt was able to obtain good stimulation coverage during additional programming on (B)(6) 2013. The pt will try the programs and an sjm rep will f/u with the pt at a later date.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.